Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high potassium (k) results generated by the unicel dxc 600 pro synchron clinical systems. The results were 5.2-5.6mmol/l and were not believed and not reported out of the laboratory. The print-outs were discarded and the customer did not provide any additional information. The results were not reported out of the lab. Patient treatment was not affected.

Manufacturer narrative:
Samples were collected in sst tubes. After the event, k would not calibrate. A field service engineer (fse) was dispatched and replaced the carbon bridge which resolved the issue.